Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, a21 error test, displacement test and basic occlusion test. Unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test, dat test, excessive no delivery test or verify motor error alarms due to prime anomaly. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case. Unit received with missing end cap sticker and stained back address serial number label.

Event description:
The customer reported via phone call that he was in the hospital recently for diabetic ketoacidosis and they determined that there were some motor errors on the insulin pump. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump due to alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis.